Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having discomfort at the battery site. The patient underwent a battery replacement procedure and it was also moved to a better spot on the opposite side of the body to improve overall comfort and therapy. The patient was doing well postoperatively.